Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received one adapter, one catheter wedge assembly, and thirty-six unopened units. During the visual examination, it was observed that the pink adapter and the catheter wedge were separated which is considered a catheter wedge backout. The reported defect was confirmed. During manufacturing, a catheter wedge backout may occur due to incorrect flare length or a shallow swage depth. This defect has been linked to the manufacturing process and corrective actions have been initiated to address the issue. The thirty-six unopened units were tested for swage depth and all thirty-six unopened units were within specification. A 100% vision section is in place to detect short flare or incorrect swage depth. Additionally, operators perform sampling per quality procedures for catheter pull tests and retraction. Preventative maintenance is also performed to ensure proper function and upkeep of the equipment. CAPA 1461582 implemented corrective actions to mitigate occurrence of the defect. The lot was manufactured prior to the corrective actions completion, therefore no new formal corrective action is considered. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter separated from the hub. The following information was provided by the initial reporter: it was reported that the teflon part of the needle wasn't attached to the hub and became loose in the patients arm. Customer response: an IV was inserted using this catheter. Approximately 45 minutes after starting the IV, the catheter site was leaking blood and IV fluid. The IV catheter was removed. No additional procedure was needed other than restarting the IV with a new catheter at another site. It was noted that the teflon catheter was telescoping back into the hub and causing leaking of fluid. The catheter itself was not attached to the hub and thus able to slide inward but not able to slide out of the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter separated from the hub. The following information was provided by the initial reporter: it was reported that the teflon part of the needle wasn't attached to the hub and became loose in the patients arm. Customer response: an IV was inserted using this catheter. Approximately 45 minutes after starting the IV, the catheter site was leaking blood and IV fluid. The IV catheter was removed. No additional procedure was needed other than restarting the IV with a new catheter at another site. It was noted that the teflon catheter was telescoping back into the hub and causing leaking of fluid. The catheter itself was not attached to the hub and thus able to slide inward but not able to slide out of the hub.